Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) was completed. The reported problem (not powering on) was confirmed. Upon investigation , the charger was resetting due to an internally shorted j17 connector on the bedside board being internally shorted. The root cause of the shorted j17 connector was unable to be positively identified. No adverse events occurred from the defective charger.

Event description:
A us distributor reported that a battery charger was unable to power on.